Manufacturer narrative:
Follow-up #1: date of submission 09/10/2015, device evaluation: the device has been returned and evaluated by product analysis on 08/20/2015 with the following findings: there was evidence of short battery life and voltage drops observed in the black box. There was evidence of moisture contamination inside the battery compartment and on the underside of the battery cap. The pump's current draws were out of specification. .

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had shorter than expected battery life. The reporter stated that there was moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.